Manufacturer narrative:
(B)(4). Date sent: 08/12/2016. Based on the photo evidence, the event description can be confirmed. Scissoring of a clip occurs when the device jaws get out of alignment with each other resulting in the clip legs being offset rather than being in alignment. Jaw misalignment can be caused by external rotational, downward, and/or side forces being applied to the jaws during firing. Additionally, if the jaws are clamped over a hard object such as another clip or clip leg the jaws can become misaligned or yielded either temporarily or permanently, causing a malformed clip and possible a clip loading issue.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first few firings of the device were fine, then the device deployed a misaligned clip, where the two ends of the clip were turned or not aligned. The misaligned clip was removed. The same device was used to complete the procedure, with the surgeon closely inspecting the clip formation. There were no adverse consequences for the patient. The device was discarded.